Manufacturer narrative:
D2b- unable to leave blank h6- health effect- clinical code: (B)(6) rotation secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported a clinical presentation. The presentation reports that following an implantable collamer lens (icl) implantation procedure, 4 eyes experienced rotation. The lenses were explanted and replaced. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.